Event description:
The clinician reports the implant was inserted 2019-07-18 in ada 3. On 2019-11-21, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.